Manufacturer narrative:
H3: a software investigation was initiated and determined that the software was functioning as designed. The power/timing ablation r ecommendations were exceeded and resulted in the melting of the catheter. H6: b01, c19, and d14 were associated with the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The fiber was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed; the tip of the fiber was burnt and broken off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the cooling catheter system (ccs) tip melted and could not be pulled through. In an effort to remove the non-medtronic bolt without the t-handle, the bolt sheered and tip of the catheter came off as well. The patient had a computed tomography (CT) performed for a foreign body exam. The patient went back to the operating room (or) for removal. The tip of the non-medtronic bolt and ccs were successfully retrieved. The total additional time to the procedure was one hour. The procedure was completed. There was no impact to patient outcome.